Event description:
It was reported that the patient was not well following the implant procedure, went to the emergency room (ER) and was admitted. It was noted that the patient had a urinary tract infection (uti) and possible sepsis. Per hospital notes, it was hard to determine however the issue did not appear to be device related, but rather that the patient was unhealthy. Upon follow-up, the patient had been discharged from the hospital and was prescribed a blood sugar monitor. There were no concerns or issues with the spinal cord stimulator device.